Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump delivered an extra 50 units of insulin into him. Customer stated that he assumed this happened but never got low blood glucose. Nothing further was reported.